Event description:
It was reported that occlusion alarms occurred. An issue was reported where alarms were triggered, indicating a possible malfunction. The customer's blood glucose level did not exceed critical values, and there was no adverse impact. The customer changed the necessary supplies and resumed insulin therapy.